Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant catalog:3501670 lot:6830717 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast implants experienced left sided capsular contracture baker¿s grade iii post procedure. Patient also mentioned experiencing annoying, dull, permeating breast pain, deformed to a flatness on one side, feelings of a sharp piece of the bag that she can see and her implant feeling hard, folded and movable. In 2016, the left sided capsular contracture baker¿s grade iii was diagnosed by a physician upon an examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.